Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report that the insulin pump made a grinding noise while rewinding. The customer's blood glucose reading was 352 mg/dl. The customer's symptoms included headaches, thirst, frequent urination, and lack of sleep. The customer treated with the insulin pump. The customer performed troubleshooting but did not find any anomalies. The insulin pump was replaced due to the grinding noise. The customer was advised to return their device for analysis.